Manufacturer narrative:
There is no evidence that the access toxo igg reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site in response to this event. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated toxoplasma gondii igg (access toxo igg) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The access toxo igg result recovered reactive and was discordant with (2) alternate devices, the minividas manufactured by biomérieux and an abbott instrument (not provided), which produced discordant non-reactive results. There was no report of patient injury or change in patient treatment associated with these events. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 2,000g (g-force) for fifteen (15) minutes at eighteen (18) degrees celsius. No issues with sample integrity were reported by the customer.